Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient had intracranial posterior circulation thrombosis. React-71 was used as a support for the intracranial thrombectomy stent sfr4-4-40-10. The 105-50810153 microcatheter with the guidance of the guidewire in place into the blood supply artery. The hand-push angiography was used to find the right angle. When the guide wire was placed in place under the road map, it was found that the stent mesh was damaged when it was pulled back, which made the stent unable to be pulled back and caused the stent to be kinked. Then all pathways were pulled out of the body. There was stent damage during the procedure. The proximal end of the stent, the wire was broken. Resistance occurred. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a large artery occlusion. It was noted the patient's vessel tortuosity was severe. Stroke onset to reperfusion time was 5 hours.

Manufacturer narrative:
H3: device received, analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the resistance was in the middle of the catheter. A continuous saline flush had been administered and maintained as indicated in the IFU.

Manufacturer narrative:
H3: product analysis as found condition: the solitaire fr4-4-40-10 stent device was returned for analysis inside a sealed biohazard bag and a shipping box. The rebar 18 catheter was not returned. Damaged location details: the solitaire fr4-4-40-10 stent¿s finger markers were examined inside the introducer sheath. All finger markers were correctly aligned, and no damage was noted. The stent¿s working length struts were in good condition, while the non-working length strut was broken. No irregularities were found outside the proximal marker, and the marker coil was in good condition. No bends were found on the pusher, and no other anomalies were found. The broken strut of the stent was sent out for sem analysis. Testing/analysis: the returned solitaire fr4-4-40-10 stent device could not be used for resistance testing due to its damaged condition. The broken struts of the stent were sent out for scanning electron microscopy (sem) failure analysis. The sem results showed that the broken end failed via overload. Conclusion: based on the reported information and device analysis, the customer¿s ¿resistance during delivery/retrieval¿ complaint was confirmed as the returned solitaire fr4-4-40-10 stent device's non-working length struts were broken. The broken struts failed via overload. The damage likely occurred when the customer attempted to advance the solitaire fr4-4-40-10 stent device through the rebar 18 catheter against resistance. However, the root cause of the resistance failure could not be determined. Possible causes include severe vessel tortuosity, incompatible or damaged catheter, or a lack of continuous flush with heparinized saline during the procedure. In this event, the customer stated that a continuous saline flush was administered and maintained; however, it was not specified if it was with heparinized saline. Therefore, we cannot rule out a lack of continuous flush with heparinized saline during the procedure as a possible cause. Thus, severe vessel tortuosity, incompatible or damaged catheter, or a lack of continuous flush with heparinized saline during the procedure may have contributed to the resistance failure. Since the rebar 18 catheter was not returned, any contribution to the resistance failure could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.